Event description:
It was reported that this upon examination of this device, via x-ray it was observed that the ends of the stent appeared to be unravelling. There has been no claim of injury related to this event. The device was not explanted and will not be returned for analysis.